Event description:
The surgeon inserted an qa2010v silicone three-piece lens, but the haptic tore. The lens was cut in half to remove. There was no pt injury or complications, no enlarged incision or sutures. The reporter stated it was unk as to why the haptic tore.